Event description:
Patient's device triggered an lv lead monitor warning (B)(6) 2020. Lv tip to can impedance measurement is often just above or below 200 ohms range 171-248 ohms over the lifetime of this device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).